Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV and deflation.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/ IV and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to specifications and flat creases. No other observation observed. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/ IV. Device has been explanted.